Event description:
During transport to ICU, the intra-aortic balloon pump lost waveform after hitting a bump. Pump placed on standby and attempts to auto refill with failure several times. Patient placed on new intra-aortic balloon pump in ICU.